Event description:
The patient, an 81-year-old female with a history of long-term hemodialysis, started treatment with lixelle s-25 on (B)(6) 2025 for dialysis-related amyloidosis. On (B)(6) 2025, hemoglobin decreased to 6.7 g/dl (previous value in july: 13.8 g/dl without esa). The patient was hospitalized from (B)(6) 2025 primarily for blood transfusion therapy and monitoring. Rbc transfusions were administered (2 units on 08-29 and 2 units on 08-30), and darbepoetin (10 mcg weekly) was initiated. Considering the patient's preference, further application of lixelle in subsequent dialysis sessions was discontinued. Hemoglobin improved to 10.7 g/dl by (B)(6) 2025. The physician indicated a possible relationship between the device and the event; relationships with other devices or drugs were not confirmed. MFR report #: 3002808904-2025-00033.